Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 340mg/dl, 169mg/dl. Tests were done <10 minutes apart with a difference of 60%. Patient did not experience any adverse events. No further information has been reported.